Event description:
The dealer reported that an unknown invamex commode seat was cracking at the seam. This issue could cause injury to the user or they could fall when using the commode should the seat crack in half.